Event description:
Caller reported spirit combo insulin pump displays e8. The error cannot be confirmed by pressing the check button. No adverse event was reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).